Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information was received from the customer via email on 23aug2024. Upon further review of b. Braun medical internal report number (B)(4), it was determined that (B)(4) is a duplicate complaint of b. Braun medical internal report number (B)(4). Therefore, MDR report 2521402-2024-00092 is a duplicate of the MDR report for b. Braun medical internal report number (B)(4) [MDR report 2521402-2024-00087]. B. Braun medical internal report number 400671722 will be cancelled. This follow-up for 2521402-2024-00092 is to note that the investigation results will be provided for MDR 2521402-2024-00087 at a future date.

Event description:
As reported by the user facility: customer description of the event being reported: administration line snapped apart from rest of .

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400671722. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: original report noted that lot number for product was 2400033. However, this lot number does not validate in our system. This report will list the lot number as unknown until we receive more information.